Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure has been indicated due to allegations of elevated metal ion levels; however, no revision has been reported at this time. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to allegations of elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00131 / 00132).

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure has been indicated due to allegations of elevated metal ion levels; however, no revision has been reported at this time. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.